Event description:
Caller reported a power source alert occurred while using tandem charging cable and wall adapter. Customer declined to answer questions about blood glucose impact, so there was no reported impact to customer's blood glucose level. After leaving wall adapter plugged into working outlet for 30 minutes, pump began charging and the issue was resolved without further assistance.